Event description:
Caller reported a cgm error 42 related to a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to wait 20 minutes before starting a new sensor session, and the caller understood and acknowledged this instruction.